Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of in the 400 mg/dl. The customer had symptoms such as dry heaves and treated with insulin pump and manual injection. Customer's blood glucose value was unknown at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to check for site or insulin issues and device settings. Customer also mentioned that she changed her infusion set and the blood glucose reading was still high. Customer was advised to monitor and call back for further assistance. The product was not returned for analysis.